Event description:
Reportedly, on (B)(6) 2025, the orchestra plus screen suddenly cut out during a pacemaker check. When switched on again, it became interrogatable.

Manufacturer narrative:
As the device is not returned and that no information/files are available at the moment, the investigation hat not begun. The follow-up MDR will provide the investigation results.

Manufacturer narrative:
As the subject device is not returned and that no additional information/files were available, the root cause could not be clearly established. The most probable hypothesis is that a corruption of the files occured during the session, leading the device to reinitialize and causing the abrupt interruption. Without other data or files, no further investigation is possible. This case is retained and utilized for tred purposes.

Event description:
Reportedly, on (B)(6) 2025, the orchestra plus screen suddenly cut out during a pacemaker check. When switched on again, it became interrogatable.